Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent and delivery system were received for analysis. The stent was received fully deployed. Visual inspection found the stent was unraveled. No other issues were noted to the stent and delivery system. The damage observed to the stent wire was most likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device during used could have affected the device performance and contributed to stent wire unraveled. Product analysis could not confirm the reported event of stent failure to deploy as the stent was received fully deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an adenoid cystic carcinoma on the left bronchus during a bronchial stent placement procedure performed on (B)(6) 2022. During the procedure, the ultraflex tracheobronchial stent was unable to be deployed. The ultraflex tracheobronchial stent was removed from the patient fully covered by the stent deployment suture. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the ultraflex tracheobronchial stent had unraveled.